Manufacturer narrative:
The customer replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the blower rotations per minute (rpm) does not increase. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the blower rpm does not increase. The customer informed the remote service engineer (rse) that they had recently replaced the blower, and it did not resolve the reported issue. The rse then provided the customer with the part number of the motor controller (mc) printed circuit board assembly (pcba) to order and replace. This investigation is ongoing.